Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead. The patient is pacemaker dependent however there was no evidence of asystole greater than two consecutive seconds. Boston scientific technical services (ts) indicated that the ra noise appears to be myopotential in nature but the rv noise appears to be indicative of a lead issue possibly from insulation damage. An x-ray was ordered to assess for potential lead fracture. All lead measurements were reported to be stable and within normal limits. The device was reprogrammed to prevent inappropriate shocks. New information received indicates that this device had additional episodes with oversensed noise. Most episodes were short in duration (1-2 seconds) but there was one which was longer and had evidence of asystole greater than 2 seconds. Surgical intervention to further assess the rv lead was recommended.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the patient underwent surgical intervention. All leads tested fine on the pacing system analyzer (psa) and remain in-service. The device was explanted with physician concerns regarding the header.